Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ICD check, increased capture threshold was noted. X-ray revealed a potential dislodgment. Lead was successfully repositioned. Patient was in stable condition post-procedure.